Event description:
So, your false reading EKG machine costed me a (B)(6) emergency room visit with a false reading. So would we like to address that too? Even the ER (B)(6) staff doctors said to report that.